Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the customer reported malfunction over the telephone. The customer was recommended to replacing the analog interface (ai) printed circuit board (pcb), and to call back if further help was required.

Event description:
It was reported that, the ventilator generated a loss of communication malfunction. There was no patient involvement.